Manufacturer narrative:
The manufacturer previously received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message. There was no serious patient harm or injury that occurred or was reported. Information has been received that the device is not repairable and must be scrapped. The device will not be returned for further evaluation. A credit will be issued to the customer accordingly. The manufacturer has updated section h in this report.

Event description:
The manufacturer received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message. There was no serious patient harm or injury that occurred or was reported. The device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message. There was no serious patient harm or injury that occurred or was reported. Information had been received that the device was not repairable and must be scrapped. The device will not be returned for further evaluation. A credit will be issued to the customer accordingly. Additional information was received that the customer complaint of "ventilator inoperative" message was confirmed. The vent displayed vent-inop/red screen. The system printed circuit assembly (pca) required replacement to address the issue. The device was not repaired and was scrapped. The manufacturer has updated section h in this report.